Manufacturer narrative:
Based on additional information received from the customer, this complaint has been deemed not reportable. The original event description stated "the enteral feeding pump gave a false occlusion alarm and the lcd was not working." Has been updated with the correct event description to state "the enteral feeding pump gave a false occlusion alarm and the front door was broken." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump gave a false occlusion alarm and the front door won't open.

Manufacturer narrative:
Submit date: 6/21/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found an error code. The unit was repaired and passed all tests. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump had a false occlusion alarm and the lcd was not working.